Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type accessory product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain. It was reported they called back for assistance pairing the communicator the patient received today. The agent assisted the caller in toggling on the location, but the screen was stuck on retrieving pump settings 90%. The patient in the background stated 'it always does this.' When the telemetry delay did not resolve, the agent had them clear data and reopen the myptm app. Upon reopening the myptm app, the caller saw service code 156, but then saw no device found. The patient walked away during troubleshooting. The agent had the caller tap cancel and resync, but reported seeing service code 518. The caller tapped done and this closed the myptm app. The myptm app was relaunched and the patient was able to connect with the new communicator and bolus well without delay. The patient would monitor and call back for assistance.

Manufacturer narrative:
H7 and h9 corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.